Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint was not confirmed. Visual and x-ray inspections were performed to ensure the device integrity. No anomalies were found.

Event description:
A report was received that during a revision procedure, it was identified that there was a potential damage or fracture to a lead and lead splitter. Malfunction was suspected on the ipg due to potential blockage. The ipg, lead and lead splitter were replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm) model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted leads and lead splitters were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads and lead splitters will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a revision procedure, it was identified that there was a potential damage or fracture to a lead and lead splitter. Malfunction was suspected on the ipg due to potential blockage. The ipg, lead and lead splitter were replaced.